Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, during a routine visit, it was found that the peg tube was stuck and cannot enter slightly inward. In addition, many secretions were observed. On (B)(6) 2025, it was reported that during a gastroscopy, the patient was diagnosed with buried bumper syndrome.